Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple occlusion alerts over approximately one and a half days while using an ilet with a contact detach infusion set (23-inch tubing, 6 mm cannula) placed on the abdomen, and hyperglycemia occurred with a highest blood glucose of 479 mg/dl that persisted outside target for an estimated 14 hours despite three supply changes; the event resolved only after disconnecting and switching to subcutaneous insulin by pen, and a goodwill order for replacement supplies was provided. Symptoms included high blood glucose without acute complications. Outcomes included use of backup therapy and temporary interruption of ilet insulin delivery by patient choice without need for professional medical intervention. Investigation included a review of use steps and product replacement. Investigation of this case revealed proper loading and infusion set steps were reportedly followed, the supplies were reported as not visibly defective, and good device functionality was observed once therapy was switched, suggesting an infusion site or flow interruption consistent with occlusion. It was concluded that an occlusion consistent with infusion set or site obstruction led to hyperglycemia, and the event resolved after changing therapy and supplies.